Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 126 mg/dl. Troubleshooting found that the alarm was resolved by a complete set change. The customer was advised that replacement reservoirs would be provided and to call back if they have any further questions.